Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head did not display an image. The issue occurred during an unspecified diagnostic inspection procedure. The procedure was completed using the same device. There were no reports of patient harm.